Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with 475cc mentor memorygel breast implant and experienced lump in left breast. The physician suspects possible capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 20, 2020, mentor became aware that patient's age was 42; which has been updated on this form under field a2 also experienced bilateral ptosis, and patient underwent bilateral replacement with mentor moderate plus; 450ml breast implants on (B)(6) 2020. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 12, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, some anomalies were observed in the posterior view on the device consistent with a crease/fold. A tear was also observed in the posterior view, measuring approximately 0.8 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery was (B)(6) 2020, and patient experienced left side capsular contracture; baker grade ii, and right side breast implant rupture, confirmed on the surgery day. There was no lump detected on the left side. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (B)(6) 2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" reason for device explant and/or reoperation: left capsular contracture; baker grade ii this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 9, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).